Manufacturer narrative:
The report of communication errors, system errors, and channels that stopped infusing during a patient event was confirmed in the logs and replicated during testing. Inspection: the pcu was received in good condition. The pcu error log identified a system error, code 800.8000.0 (general os failure). The error occurred on (B)(6) 2020 at 8:19 am.the pcu event logs identified a series of user actions which led to the software malfunction recorded in the error log. Testing replicated the failure by following the user programming steps to initiate the system error, then later restoring the infusion which triggered a system failure. During the failure the pcu displays ¿system error¿ code 255-16-275 and the pcu records a malfunction code 800.8000.0 (general os failure). The pumps continue to infuse at the programmed rates, but display ¿communication error¿. The root cause of the customer complaint of communication errors and system error was identified and found to be the result of a software anomaly. The software anomaly was initiated when the user addresses a pump alarm (flow stop open/safety clamp open) and starting the infusion in rapid succession. The system failure (800.8000.0) occurs when the users selects the infusing pump and restores previously programmed infusion of noradrenaline. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 1/21/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 15dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there were communication errors, system errors, and channels that stopped infusing during a patient event in the ICU. There were a total of four lvps (8100) attached to the pcu (8015) at the time of the incident. It was reported that the nurse was alerted to the fact that channel "c" (s/n (B)(6)) stopped infusing, as evidenced by the patient's clinical condition. Channel "c" was ordered to infuse noradrenaline, 6 mg in 100 ml normal saline at a rate of 4 mcg/min. The nurse attempted to program the channel again; however, after pressing "channel select" the drug library appeared instead of the medication details. The pcu screen then "whited out and came up with startup screen." The device alarm sounded and all channels displayed ¿communication error." At this time, channel "b" (s/n (B)(6)) and channel "d" (s/n (B)(6)) stopped infusing. It was reported that channel "a" (s/n (B)(6)) was "not doing any infusion." As a result, the infusions had to be restarted on a new pump setup. The patient required an increased dose of noradrenaline to maintain blood pressure. It was reported that the pcu error log shows several error codes (800.8000). Although requested, no patient information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient demographics provided.

Event description:
It was reported that there were communication errors, system errors, and channels that stopped infusing during a patient event in the ICU. There were a total of four lvps (8100) attached to the pcu (8015) at the time of the incident. It was reported that the nurse was alerted to the fact that channel "c" (s/n (B)(4) stopped infusing, as evidenced by the patient's clinical condition. Channel "c" was ordered to infuse noradrenaline, 6 mg in 100 ml normal saline at a rate of 4 mcg/min. The nurse attempted to program the channel again; however, after pressing "channel select" the drug library appeared instead of the medication details. The pcu screen then "whited out and came up with startup screen." The device alarm sounded and all channels displayed ¿communication error." At this time, channel "b" (s/n (B)(4) and channel "d" (s/n (B)(4) stopped infusing. It was reported that channel "a" (s/n (B)(4) was "not doing any infusion." As a result, the infusions had to be restarted on a new pump setup. The patient required an increased dose of noradrenaline to maintain blood pressure. It was reported that the pcu error log shows several error codes (800.8000). Although requested, no patient information was provided.